Manufacturer narrative:
A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported after implanting a stent in a chronic total occlusion (cto) lesion in the common iliac artery (cia); the fox plus was delivered for post-dilation. During the first inflation, the balloon ruptured at 8atm. Another fox plus was used to complete the procedure. There was no pt injury or adverse effects reported. No add'l info available.